Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, bsc aware date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during an anterior vaginal repair and sub-urethral sling procedure performed on an unknown date to treat prolapse and stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during an anterior vaginal repair and sub-urethral sling + cystoscopy procedure performed on (B)(6), 2009 to treat prolapse and stress urinary incontinence. After the procedure, the patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain, vaginal pain, pelvic pain, groin pain, anal pain, thigh pain, painful intercourse, difficulties with bowel motions, recurrent incontinence, and aggravated incontinence. On (B)(6), 2020 the patient commenced treatment with lyrica for pelvic and leg pain, as well as to help her sleep (nerve pain). The patient has also been treated with lexapro since (B)(6), 2003 for anxiety. Treatment with these medications is ongoing.

Manufacturer narrative:
Block h2: additional information. Block a4 (patient weight), block b5 (event description), block h6 (patient and impact codes) has been updated based on the additional information received on 03aug2022. Correction to the initial MDR in block b2 (outcomes attrib to adv event) and block b3 (date of event). Block a1: meshc-20210929-8f6932ac. Block b3 date of event: date of event was approximated to (B)(6), 2009, was chosen as a best estimate based on the date of the mesh removal surgery. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6). Phone number: (B)(6). Fax number: (B)(6). Block h6: patient code e1405 and e2330 captures the reportable event of dyspareunia and pain. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.